Event description:
A pt with a pre-existing history of hypertension and coronary artery disease underwent an angioplasty to the mid left anterior descending artery via the right common femoral artery. The 6f angio-seal device was deployed with no complications. The pt was discharged the following day with prescriptions for aspirin and clopidogrel. At an unknown later date, the pt presented to a local general practitioner complaining of a painful, inflamed groin. Oral keflex was prescribed with little effect. Later that same day, the pt presented to the hospital with chills, fever, and a small hematoma over puncture site. The opsite dressing remained intact and had not been removed. The pt was admitted to the hospital and placed on IV genamycin and vancomycin with good results. An ultrasound revealed no false aneurysm. Groin cultures had no growth at the time of the report. Vascular surgery was not required. The pt was reported to be recovering.